Manufacturer narrative:
One smiths medical tracheostomy/silicone - bivona tubes custom was returned for analysis. During analysis, it was confirmed that the product leaked, and there were markings on the exterior airway tubing, which is where the air was leaking out of. Presumably, markings noted on the airway tubing were from the customer's teeth. The customers complaint also alleges an issue where the "inflation line" would keep falling out after filling the cuff with water or removing water from it. Presumably, this is in reference to the valve. The valve of the returned sample was reviewed and found to be in the correct position. Upon inflating/deflating the tube, there were no issues noted where anything became separated. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that while in use of a smiths medical tracheostomy/silicone - bivona tubes custom, the trach kept coming falling out. It was also reported that the patient was trying to reinsert the inflation line after it had come out. To reinsert the inflation line, the patient was using their teeth to stabilize the pilot balloon and ended up biting through the pilot balloon. Subsequently, trach change out was performed. No further adverse effects were reported.